Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not exposed to out of range altitude at the time of the event. Customer's blood glucose level was 203 mg/dl.